Manufacturer narrative:
Amendment additional information was received detailing that the lead was able to capture and the possibility of loss of capture was discarded. There is no evidence of malfunction from this lead. This no longer meets reportable malfunction criteria.

Event description:
It was reported that this left ventricular lead exhibited loss of capture. No changes have been performed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that the lead was able to capture and the possibility of loss of capture was discarded. There is no evidence of malfunction from this lead.

Event description:
It was reported that this left ventricular lead exhibited loss of capture. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.